Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter was not connected to the infuser, and blood leaked from it during use. The following information was provided by the initial reporter, translated from french to english: "catheter not connected to the infuser, blood flows from the catheter". The frame specifies that this has happened several times".

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter was not connected to the infuser, and blood leaked from it during use. The following information was provided by the initial reporter, translated from french to english: ""catheter not connected to the infuser, blood flows from the catheter" the frame specifies that this has happened several times."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/8/2020. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved towards the cannula hub luer side. There was also a light green cap attached to the device, as it is not a bd product, no investigation was done on it. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated. H3 other text : see h.10.